Manufacturer narrative:
The referenced percutaneous lead replacement on (B)(6) 2015 was reported under medwatch MFR report #2916596-2015-01114. Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device: 2 years, 8 months. Approximately 24 inches of the external portion /distal end of the percutaneous lead was returned for evaluation. The portion of the percutaneous lead that was previously replaced on (B)(6) 2015 was included. The returned device was tested for electrical continuity in the condition that it was received and did not reveal any discontinuities. A slight breakdown of the braided shield was observed near the metal connector and on the proximal end of the driveline. Upon removal of the outer layers of the previous percutaneous lead replacement, a separation of the copper wrap was observed at the distal end. Visual inspection of the wires in the location of the separation revealed a breach in the green wire insulation, exposing the underlying metal conductors. A small piece of copper wrap was also seen lodged within the metal conductors. The observed wire damage appeared to have been caused by the wire making contact against the sharp edge of the copper wrap. Abrasion marks were observed on the other five wires in this location; however, no other insulation breaches were identified. Visual examination and hi-pot testing of the remainder of the driveline did not reveal any other areas of compromised wire insulation. The green wire represents one of the two redundant wires that comprise phase 1 of the three phase motor. If the exposed conductors of the green wire made contact with the copper wrap while the patient was operating on a tethered power source such as the power module, the resulting electrical short to ground would have caused the reported pump stoppages that were confirmed through the evaluation of the submitted system controller log file. No further information is available. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient woke up during night on (B)(6) 2015 and went into the bathroom. The patient's spouse heard a system controller alarm. The patient reportedly had lost consciousness while sitting up, but recovered spontaneously. At an unspecified time later, the patient was taken to the emergency department. The patient's event history was reviewed and it was discovered that the patient had a pump off and low flow alarm for approximately 3.5 minutes. No other unusual parameters were noted on the history log. At approximately 9:00 am that morning, the patient was with the physical therapist and was sitting on the side of the bed. When the patient bent over to put on his shoes, the pump reportedly stopped again for 30 seconds. The patient did not lose consciousness. The pump off alarm was confirmed in the device history. It was reported that the patient had been connected to the power module at the time of both events. Review of the system controller data log information submitted to the manufacturer suggested a data pattern indicative of a possible percutaneous lead short to shield issue. On (B)(6) 2015 a percutaneous lead evaluation and distal end replacement was performed. No further alarms have been reported.